Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Worn driveshaft bearings were identified as the probable cause of the device overheating; worn driveshaft bearings can create additional friction during rotation resulting in increased heat production.